Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing dry mouth and headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer could not confirm the customer's complaints. Evidence of dried water spots in the blower box were found as well as an e106 continue error. No parts were replaced as the device was scrapped by the manufacturer.